Manufacturer narrative:
Evaluation summary: the ring may have become dislodged during implantation of the shell and subsequently damaged upon attempting to assemble the liner into the shell. It is unknown if the proper surgical technique was followed. A complaint history search revealed that no other complaints have been received from the lot for the implanted shell. Given the information provided, a definitive root cause cannot be determined. Evaluation: the damaged liner, damaged locking ring, and spare shell were returned for review. The manufacturing records were checked and found to be conforming at the time of manufacture. The liner shows damage consistent with the locking ring being displaced during impaction attempts. The locking ring is extremely bent; so much so that the tabs are no longer coplanar. The ring also has some scratches and dents.

Event description:
It is reported that upon insertion of the liner, the locking ring of shell was damaged and the liner appeared ot have scratches. A new liner was opened to finish the case. A new shell was opened to obtain a new locking ring.